Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, when the right ventricular (rv) lead was implanted in the rv apex, high capture threshold was observed. The physician attempted to reposition the lead, but there was a problem with the helix. The lead was replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.